Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. The lot history record review of the reported lot number showed no discrepancies that may have contributed to the reported experience. (B)(4).

Event description:
Medtronic received information that during coiling treatment of splenic artery aneurysm, it was reported that concerto coil was prematurely detached in the microcatheter. It was reported that the physician positioned the microcatheter in the aneurysm sac. The coil was advanced in the catheter and could not be push further. During the pulling back the pushwire the coil detached in the microcatheter. The coil was removed with the microcatheter from the patient. The patient anatomy was tortuous. No patient injury reported as a result of the procedure.

Manufacturer narrative:
The concerto coil was returned for evaluation with the implant coil already detached and without the pushwire. Under the microscope, the implant coil was found to be stretched on the proximal end with the polypropylene filament broken and the detachment stick missing. It is possible that the reported tortuosity may have contributed to the resistance and subsequent coil stretching leading to premature detachment. All coils are 100% inspected for damages and irregularities during manufacture. Per the concerto instructions for use (IFU): warning: if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil. Also, due to the delicate nature of the concerto detachable coil, the tortuous vascular pathways that lead to certain aneurysms and vessels, and the varying morphologies of intracranial aneurysms, a coil may occasionally stretch while being maneuvered. Stretching is a precursor to potential malfunctions such as coil breakage and migration. (B)(4).